Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was observed during review of the forensic memory logs. However, the device was put through extensive testing including complete calibration and outgoing systems testing using a known good test setup without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.